Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Additionally, other evaluation findings include the following: damaged cable insulation, flickering image due to the cable disconnected internally, and the cable failed leak test. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head image has fuzzy line on it when cord is moved. The issue occurred during procedure, and the diagnostic procedure (colposcopy) was completed with the same device. There were no reports of patient harm.